Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor tip remained in the skin" on the day of applying an adc freestyle libre sensor. Customer had contact with the healthcare provider who performed a procedure to remove the filament and prescribed amoxicillin clavulanic acid for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The returned sensor plug was properly seated. Visual inspection of the sensor plug assembly was performed and no failure modes were observed. The sensor tail was observed severed upon visual inspection. If the product is returned a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetics care has been submitted.

Event description:
Customer reported the "sensor tip remained in the skin" on the day of applying an adc freestyle libre sensor. Customer had contact with the healthcare provider who performed a procedure to remove the filament and prescribed amoxicillin clavulanic acid for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the "sensor tip remained in the skin" on the day of applying an adc freestyle libre sensor. Customer had contact with the healthcare provider who performed a procedure to remove the filament and prescribed amoxicillin clavulanic acid for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.